Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead dislodged. The lead was capped and replaced. No patient symptoms were reported. No further information was available at this time.

Event description:
New information indicated that the patient was in healthy condition post procedure.